Manufacturer narrative:
The customer requested assistance from an authorized field service engineer. Based on the reported issue, it was advised that the battery pca would need to be replaced to resolve the noted damage. Based on the conclusion of the investigation, it was determined that this was a malfunction of the battery pca. As advised, a replacement battery pca was ordered to resolve the noted issue. The device remains at the customer site. No further investigation or action is warranted.

Event description:
It was reported to philips that the device has a battery connection issue. There was no patient involvement.